Event description:
It was reported that the when the patient presented to the emergency room for dyspnea, the patient became unconscious. CPR was performed. Review of the egm revealed wide qrs oversensing. Programming changes were recommended. The patient was intubated. The therapies were programmed off. The patient was discharged and will enter hospice care.

Manufacturer narrative:
(B)(4).